Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor date and time keeps resetting. The customer confirmed that the device was not connected to a patient

Manufacturer narrative:
After multiple attempts to obtain more information regarding the incident, additional information has not been provided and the device has not been evaluated by philips as of the date of closure of this complaint, therefore the cause of the issue could not be determined.